Manufacturer narrative:
(B)(4). It was reported that a female patient underwent a right ventricular outflow tract (rvot) procedure. A pericardial effusion was noticed as the patient became unresponsive. The pericardial effusion was confirmed by a surface echo and intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 200 ml of fluid were removed. The patient did require extended hospitalization as the physician stated that the patient would be staying in the hospital for two days after the procedure. The outcome was that the patient's vital signs were stable and she was breathing on her own after the pericardiocentesis was performed. Upon receipt, the catheter was visually inspected and polyurethane (pu) was peeling off the distal side of ring #2 leaving a rough area. Further information received indicates that the damage was not noticed prior, during or post procedure; it might occurred while the catheter was shipped back to biosense webster for analysis. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the external surface of the pu exhibited evidence of tension and a separation from the peek housing generated by an unknown object. Per the event reported, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the visual inspection; however passed the entire functional tests. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). A 9fr cordis sheath, model #: unknown, lot #: unknown. (B)(4). Event description continuation: the physician did not provide a causality opinion for the cause of this adverse event. The power titrated from 20-30 watts. Settings during the event include: power control mode / 20-30 watts were being used / power titrated from 20-30 watts / flow setting was set at 8cc since the two ablation catheters were used during the procedure, biosense webster is taking a conservative approach and reporting this serious injury adverse event under both these ablation catheters. The biosense webster failure analysis lab discovered during analysis the pu peeling off the distal side of ring #2. Ring #2 was rough on the distal where the pu had peeled away. Additional information was received clarifying the returned catheter condition. The short 9fr avanti sheath by cordis was used. The physician made no mention of any resistance when introducing or retracting the catheter. The damage noted on the catheter was not noticed by the physician or the biosense webster field representative. The biosense webster failure analysis finding of the pu peeled away was assessed as a reportable malfunction as it may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath. Also if the piece separates, it could require additional intervention to retrieve it to prevent serious injury. Also, ring #2 was rough on the distal where the pu had peeled away. This issue was also assessed as a reportable malfunction as the electrode ring edge appears to be rough which may cause damage to the vascular endothelial linings during the withdrawal of the catheter and sheath.

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) procedure with a smart touch bidirectional catheter and an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. Also the biosense webster failure analysis lab discovered on the returned ez steer thermocool sf navigational catheter that the polyurethane (pu) peeled away and ring #2 was rough on the distal where the pu had peeled away. The patient's medical history was unknown. During the event, while using a smart touch bidirectional catheter, an error 106 (force catheter sensor error) displayed, which is non-indicative of an MDR reportable event occurred. The smart touch bidirectional catheter was replaced with an ez steer thermocool sf navigational catheter and the error cleared. It was also reported that during the same procedure, a pericardial effusion was noticed while the ez steer thermocool sf navigational catheter was being used as the patient became unresponsive. The pericardial effusion was confirmed by a surface echo and intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 200 ml of fluid were removed. There was no transseptal puncture performed. It was stated that the event occurred during the ablation phase. There was no anticoagulation provided during the procedure. The patient did require extended hospitalization as the physician stated that the patient would be staying in the hospital for two days after the procedure. The outcome was that the patient's vital signs were stable and she was breathing on her own after the pericardiocentesis was performed.